Event description:
This is a spontaneous case report received from a female consumer in united states on 29-mar-2016. The consumer had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent contraception. The consumer experienced pain immediately after insertion. After 6 months (implied as (B)(6) 2013) she experienced severe intolerance to alcohol and nausea for over a year. She will be having a hysterectomy a month after this report ((B)(6) 2016) because of numerous complications after essure placement. After a year of declining health issues she was told she had an allergy to nickel. Her physician told her essure had not migrated. The consumer did not want to provide the contact of the physician. Follow-up information received on 29-mar-2016 and 30-mar-2016: the consumer reported that, in regards to the nickel allergy warning, her doctor told her that the only problem they had was random nickel allergy and they were so insignificant that they removed it. Follow-up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who will be having a hysterectomy a month after the report due to allergy to nickel. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure is a nickel-titanium alloy and the compatible temporal relationship, a causal relationship between nickel allergy and essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No follow up is possible due to unavailable reporter contact information. Consumer has also denied to provide contact of physician.